Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are (B)(4) units in stock. Received three closed samples. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. A minimum of five samples would be preferred because is the minimum number of units that requires the OEM. Remarks: as indicated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of the OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. The customer will receive a credit note for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: croatia. Over the surgery by the stitching of tissue 4 threads of dafilon broke.